Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated restart alerts on the ilet following dismissal of an occlusion alert and an attempt to announce a meal, with alert 38 indicating a consecutive stalled motor; a guided dry run was successful, a full supply change with an inset was completed, and insulin delivery was resumed, with the user reporting high glucose and no symptoms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem identified in conjunction with a failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.